Event description:
It was reported that liquid leaked between the bd q-syte¿ luer access split-septum stand-alone device and infusion set connection during use. The following information was provided by the initial reporter, translated from chinese to english: "during the infusion, liquid leakage at the connection between the infusion set and q-syte connector".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for sublot's 9092712, 9092711 and 9088726 were reviewed. One related qn was found, qn# (B)(6), for 9092711. No other related quality issues or process deviations were found. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked between the bd q-syte¿ luer access split-septum stand-alone device and infusion set connection during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the infusion, liquid leakage at the connection between the infusion set and q-syte connector".